Event description:
An attempt was made to use an amphirion deep pta balloon catheter to treat a lesion in the anterior tibial artery with moderate tortuosity and severe calcification prior to a stenting procedure. The balloon was inflated to 7atms and no abnormalities were noted. Resistance was felt between the shaft of the device and the introducer sheath (terumo 4f) and it was pulled out of the patient's body with force. The shaft and balloon were found to be ruptured. No detachment occurred in-vivo. The case was completed with another amphirion deep balloon.

Manufacturer narrative:
Results: related to operational context (repeated forceful attempts to cross a severely calcified lesion), conclusion: operational context contributed to event (repeated forceful attempts to cross a severely calcified lesion). (B)(4).